Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, the link module exhibited artifacts during capture threshold testing that masked capture resulting in a pause and patient symptoms. No changes or interventions were reported. The patient was in stable condition.